Event description:
The device was returned due to a non-responsive touchscreen. During investigation, the only damage visible on the exterior housing of the pump is a damaged bag hook. The device was opened for internal investigation. A damaged inductor at location l25 was discovered. Also found that the screw bosses to the main pcba and to the handle assembly were broken. The main pcba will need to be replaced along with the lvd cable and bag clip.

Event description:
Reported to fresenius kabi: (B)(6): screen does not display per a preliminary review of the logs, no isssues were found but the display was not working. Fresenius kabi will be conservatively reporting due to the display malfunction. No adverse events were reported. Additional information is needed to complete the investigation.